Manufacturer narrative:
(B)(4). Received 1 actual sample (only part of catheter half of shaft till tip end) and 1 representative sample without pouch. The manufacturer reported: visual examination conducted on actual and representative returned sample. The actual sample consisted of only half of the catheter shaft up to the tip where the funnel and other components were not included. Despite these missing parts, no other abnormalities were detected. Furthermore, the representative sample showed no abnormalities or design irregularities. Review of the actual returned sample revealed the presence of blood on balloon surface and along the shaft. Besides, review of the representative returned sample showed no abnormality, the components in the catheter appeared to be intact and in good condition. No functional test was performed on the actual returned sample to investigate the deflation issue due to product not being complete. The investigation of the representative returned sample initiated by inflating and deflating the catheter balloon with 1.5ml of water. Returned sample was able to be inflated normally and fully deflated smoothly and no liquid residue was observed left in the catheter balloon. This is meeting the manufacturing released specifications. Further investigation was done by allowing red colour water through the drainage channel of the catheter to observe any point of leak. No block/leak were detected along the drainage lumen and the catheter able to function as per intended use. The device history record for lot 40e24d2099 was reviewed and no issue related to complaint was noted. The device was manufactured according to release specification. Based on the investigation conducted on the representative returned catheter, no sign of blocked, leak or other abnormality was observed within drainage and inflation channel of the catheter that contributed to the deflation issue. Besides that, it was verified that no valve issue was found, which the balloon was able to inflate normally and fully deflate smoothly with no indication of deflation malfunction. The catheter was able to function as per intended. Therefore, this complaint could not be confirmed.

Event description:
It was reported "balloon could not be deflated. Incident with a balloon catheter in our pediatric intensive care unit. The balloon catheter in ch6 was initially not positioned correctly and was then to be repositioned, but it was no longer possible to deflate the balloon (inflation with aqua). It is suspected that something was wrong with the valve on the catheter. To remove the catheter, the y-piece on the balloon catheter was cut off (and unfortunately discarded) and a guide wire was inserted over the catheter to puncture the balloon. The catheter could then be removed. After that, however, the little patient urinated heavily with blood in his urine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "balloon could not be deflated. Incident with a balloon catheter in our pediatric intensive care unit. The balloon catheter in ch6 was initially not positioned correctly and was then to be repositioned, but it was no longer possible to deflate the balloon (inflation with aqua). It is suspected that something was wrong with the valve on the catheter. To remove the catheter, the y-piece on the balloon catheter was cut off (and unfortunately discarded) and a guide wire was inserted over the catheter to puncture the balloon. The catheter could then be removed. After that, however, the little patient urinated heavily with blood in his urine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.